Manufacturer narrative:
Insulin pump was received with broken belt clip slot at battery tube threads area, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted.

Event description:
Customer reported a crack around the battery compartment and the screen of the insulin pump. Customer stated that the insulin pump also uses up a lot of battery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.